Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: australia.

Event description:
It was reported that during surgery, the unit was possibly not taking skin properly. There was no information available regarding the patient impact. Due diligence is complete; no further information is available.

Event description:
There is no additional information available regarding the incident.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(6). Following sections were updated or corrected: b4, b5, d1, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined the device was not cutting properly. The reciprocating arm and needle bearing were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.